Manufacturer narrative:
Manufacturer confirmed problem during investigation. The problem was resolved by calibrating the o2 sensor at which point the o2 set point was confirmed to be met and stable.

Event description:
User noticed fluctuation in measured values of fio2 and pao2 that did not align with the setpoint of these values. There was no patient harm.